Manufacturer narrative:
Date of implant is (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device implant procedure, device could not be interrogated properly with a programmer. During sensing check, an error was received which resulted in programmer reboot. After that, the device could not be re-interrogated with the same programmer. Device was successfully interrogated with another programmer. The procedure was completed with no further issues. Patient¿s condition was stable throughout.